Manufacturer narrative:
Internal complaint reference: (B)(4). Efficacy analysis of intertan and pfna in the treatment of unstable intertrochanteric fractures hou bo, liu tao, cao fu-jiang * (department of orthopedics, tianjin medical university general hospital, tianjin 300052, china). Doi: 10.15912/j.cnki.gocm.2020.16.004.

Event description:
It was reported that on literature review "efficacy analysis of intertan and pfna in the treatment of unstable intertrochanteric fractures", one patient had an intraoperative local complication while having an internal fixation surgery with the intertan system. The patient had an iatrogenic femoral shaft fracture. It is unknown how the adverse event was resolved. The current state of health of the patient is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, one patient had an intraoperative local complication (iatrogenic femoral stem fracture) while having an internal fixation surgery with the intertan system. Patient specific clinically relevant documentation has not been provided as of the date of this medical investigation and it was communicated that there was ¿no more information¿. The current patient health status remains unknown. The clinical root cause of the reported intraoperative complication could not be further assessed. The patient outcome beyond that which was documented in the article could not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient medical history. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.